Manufacturer narrative:
Block e1: initial reporter facility name (B)(6) hospital. Imdrf device code a0406 captures the reportable investigation result of cutting wire kinked. Block h11: investigation results the returned truetome 44 was analyzed, and a visual inspection found that the cutting wire and the working length were kinked. The device was actuated and was able to bow and unbow inside and outside of the scope. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked. This problem could be caused by operational factors, the used technique for the device manipulation, by the interaction between the device and a hard surface or after actuating the device several times. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a truetome 44 was attempted to be used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stones performed on (B)(6) 2025. During the procedure, when the handle was operated, the tip of the device could not be bent in place, and the cutting could not be completed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of cutting wire kinked.